Manufacturer narrative:
One 12f ultimum ev introducer sheath and dilator were received for evaluation. The dilator distal tip had been split and torn; scratches were visible inside the dilator distal tip. The torn section of the dilator tubing had a whitish color and indentations consistent with abrasion and stress-related damage. No loose material was returned, however, there appeared to be missing material at the location of the dilator damage. There was no visible damage to the sheath distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split and torn dilator tip is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a piece of the device broke off after being inserted into the patient's anatomy. The femoral vein was difficult to puncture and a stiff guidewire was used to introduce the introducer. When the dilator was removed from the patient, the tip was noted to be split and broken and a piece of the device was missing. The missing piece was unable to be found and it was unknown if the device broke inside the patient's anatomy. The device was replaced with no adverse patient consequences.